Manufacturer narrative:
The patient was presented back to the electrophysiology (ep) laboratory. A replacement electrode was positioned beside the chronic electrode. The replacement electrode was connected to the device. An out-of-range signal amplitude detected; sensing may be less than optimal message was displayed. The message was overridden and a suture was placed around the sense electrode to pull it closer to the sternum. A more adequate signal was obtained. The shock configuration was reprogrammed to primary. Following the revision procedure, the local representative contacted ts to report that the patient was scheduled for an exercise test. Ts explained that all 3-vectors should be captured as the heart rate increases and then as the heart returns to baseline. During the exercise test, the patient was only able to achieve a maximum heart rate of 155 bpm. No electrogram morphology changes were noted.

Event description:
Boston scientific received information that this local representative contacted boston scientific&apos;s technical services (ts). The local representative reported that this patient had received two inappropriate shocks. Stored data had been uploaded for ts review. The rate of the intrinsic rhythm was approximately 150 bpm. The amplitude of the signals were small and were associated with some noise that was classified as either noise or was oversensed. Additionally, there was some double-counting of the t-waves. The t-waves were quite prominent at times relative to the qrs complexes. The local representative discussed the possibility of performing another automatic set-up to determine if a different sense vector would be selected. The local representative discussed the option of increasing the rate cut-off. The local representative was planning to discuss further with another representative and the physician. Subsequently, boston scientific received information that this local representative contacted ts again to report that the device&apos;s shock configuration had been in secondary, presently, after receiving eight more inappropriate shocks, the shock configuration was reprogrammed to primary. The device&apos;s automatic set-up os stil selecting secondary. There was no morphology changes from sitting to standing. The rate cutoffs were changed from 220/250 bpm from 200/240 bpm. A chest x-ray confirmed that the electrode is not on a fascial layer. Ts reviewed the chest x-ray and commented that the electrode position could have been positioned more medially and the device could have been positioned lower. Both device and electrode need to be positioned closer to the fascial plane. The physician may elect to reposition the electrode. The patient has recently lost 50 pounds which may explain why multiple inappropriate shocks have only now been delivered. Approximately one week later, the local representative contacted ts to report that the patient had been admitted into the ER following delivery of 2-shocks. The summary report shows that 2-shocks were delivered. However, no episodes were stored. Ts was informed that a magnet had been positioned over the device following the second shock delivery. The local representative was informed that no episodes were stored following placement of the magnet over the device. Based on the patient's prior device history, the physician suspects that the shock delivery was inappropriate. The patient reported feeling palpitations but no dizziness or lightheadedness. The sensing configuration was reprogrammed from secondary to primary.